Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other incidents reported for difficult to open or close from this lot. Based on the on the available information, causes for the reported difficult to open or close (gripper actuation - single) is due to combination of procedural conditions (tension on the device) and the patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This report is being filed due to gripper actuation issues. It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4. The clip delivery system advanced without issues. Reportedly, excessive curves on the device were necessary due to the patient's anatomy. There was a lot of tension on the device. The clip grasped the leaflets successfully, however, it was then noticed that one of the grippers was not lowering. Standard troubleshooting was performed, however, the issue remained. The device was removed without issues and another device was successfully used in replacement. There was no adverse patient sequela and there was no clinically significant delay. Two clips had been implanted, reducing the mr to grade 1-2. No additional information was provided regarding this issue.